Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The patient drives the chair it will stop, no error code and it will resume driving again.